Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the patient was seen in-clinic. Programming changes were made to resolve the issue. No patient consequences.